Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ luer-lok¿ syringe there was an issue with barrel damaged. There was no report of injury or further medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel damaged, which caused the barrel damaged and the leakage during the usage. The potential cause for the problem is a barrel jam on assembly machine system, which caused the barrel damaged and the leakage during the usage. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product, quality improvement will be performed for defects of damaged components and leakage. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd plastipak luer-lok syringe there was an issue with barrel damaged. There was no report of injury or further medical intervention.